Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. No suture was present when the plunger of the second, third, and fourth proglide devices was removed. The sheath was upsized to a 14f sheath and the impella procedure was completed. Hemostasis was achieved with the pre-placed suture of the first proglide device and an angioseal. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.